Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high pacing impedance and was explanted and replaced.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high superior vena cava (svc) impedance. A potential fracture was suspected. Follow up was conducted to no avail. The lead is still in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient's device had a lead integrity alert (lia) triggered. It was indicated that the right ventricular (rv) lead exhibited elevated sensing integrity counter (sic) counts, and rv impedance variation. The lead was revised. During the revision, the patient's implantable cardioverter defibrillator (ICD) setscrew came out of the header while attempting to remove the grommet. The device was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead had high pacing impedance and was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.